Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device exhibited non-sustained rv oversensing episodes due to far p-wave oversensing. Programming changes were made.